Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced to address a ventilator inoperative alarm condition. During additional evaluation of the device, a "service required" alarm condition related to the internal battery was observed. The device's internal battery was replaced to address the issue.